Event description:
A device malfunction was identified that, upon reoccurrence, may necessitate medical intervention and/or result in an extended surgical delay.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A clinical evaluation noted that the newly submitted ae forms provided have been reviewed and considered and unless noted do not contribute to the clinical investigation. The information provided does not change the outcome of the initial assessment which indicated that the cause of the infection is unlikely related to the study devices. Therefore, no further action is required at this time. The devices were manufactured in 2013. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.